Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure"), fallopian tube perforation ("perforation (fallopian perforation (fallopian, tube(s))"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (batch no. 654832, 20210350) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed)), surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed)) and surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device and weight increased outcome was unknown and the depression and anxiety had resolved. The reporter considered anxiety, depression, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Batch number: 20210350 man date: 2009/09 exp date: 2012/09; batch number: 654832 man date: 2009/07 exp date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure/migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian perforation (fallopian, tube(s))"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure (batch no. 20210350, 654832,654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included unintended pregnancy, preterm labor and diarrhea. Concurrent conditions included bloating. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. The patient was treated with surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed), surgical removal of coil(s) and total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and surgical removal of coil(s) and total hysterectomy (uterus and cervix removed), tubal ligation). Essure was removed in february 2014. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device and weight increased outcome was unknown and the depression and anxiety had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, depression, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: the essure device was first threaded into the left ostium. After deployment, four coils were noted. The essure device was then threaded into the right ostium. After deployment right coils were noted. She had the need for additional surgery. Tubal ligation done on in 2011 hgt: 64 'inch wgt: 69.6,kg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-mar-2010: results: total bilateral occlusion. Batch number: 20210350 man date: 2009/09 exp date: 2012/09. Batch number: 654832 man date: 2009/07 exp date: 2012/07. Batch number: 654842 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure/migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian perforation (fallopian, tube(s))"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure (batch no. 20210350, 654832) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) , the patient experienced depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. The patient was treated with surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed), surgical removal of coil(s) and total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and surgical removal of coil(s) and total hysterectomy (uterus and cervix removed), tubal ligation). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device and weight increased outcome was unknown and the depression and anxiety had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, depression, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Tubal ligation done on in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Batch number: 20210350, man date: 2009/09, exp date: 2012/09. Batch number: 654832, man date: 2009/07, exp date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received: plaintiffs address details were updated. Event onset date were updated. Pregnancy information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure"), fallopian tube perforation ("perforation (fallopian perforation (fallopian, tube(s))"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (batch no. 654832, 20210350) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed)), surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed)) and surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device and weight increased outcome was unknown and the depression and anxiety had resolved. The reporter considered anxiety, depression, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet received: patient date of birth, essure lot number 20210350 and 654842, events (pregnancy (no complications, psychological or psychiatric problems condition: depression and anxiety, perforation (fallopian perforation (fallopian, tube(s)), perforation (uterus), weight gain / loss specify which one: weight gain) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure/migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian perforation (fallopian, tube(s), device dislocation ('migration') and pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 20210350, 654832,654842) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included unintended pregnancy, preterm labor, diarrhea, abdominal pain (abdominal pain other site ¿ suprapubic region which never stops), episiotomy, constipation, breast lump (left sided painful with no drainage x 2 months). Urinary hesitancy, breast tenderness, pruritus breast, multigravida and parity 3. Concurrent conditions included bloating. Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (elavil), bupropion hydrochloride (wellbutrin), buspirone, duloxetine hydrochloride (cymbalta), escitalopram, escitalopram oxalate (lexapro), gabapentin (gabapentine), naproxen, oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy"). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("lost from 105 to 79 lbs"). The patient was treated with surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed), surgical removal of coil(s) and total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and surgical removal of coil(s) and total hysterectomy (uterus and cervix removed), tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic pain, pregnancy with contraceptive device, weight increased and weight decreased outcome was unknown and the depression and anxiety had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: the essure device was first threaded into the left ostium. After deployment, four coils were noted. The essure device was then threaded into the right ostium. After deployment right coils were noted. She had the need for additional surgery. Tubal ligation done on in 2011. Hgt: 64 'inch. Wgt: 69.6,kg. Date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: final pathologic diagnosis: a. Medical device, essure insert, left side, removal: medical device (essure insert). Gross only. B. Left fallopian tube, removal: completely transected segment of fallopian tube. C. Right fallopian tube, removal: completely transected segment: of fallopian tube. Gross description: a. The specimen is designated ¿essure side gross only¿ and consists of one thin metal wire measuring 8.5 cm in length with an average diameter of 0.1 cm. B. The specimen is designated "left fallopian tube" and consists of two tubular portions of tan-pink firm tissue measuring 1.0 cm in length with an average diameter of 0.6 cm and the second measuring 1.9 cm in length with an average diameter of 0.8 cm. Cut sections reveal a patent lumen. C. The specimen is designated "right fallopian tube¿ and consists of one portion of tubular pale to pink firm tissue measuring 1.6 cm in length with and average diameter of 1.0 cm. Cut sections reveal a patient lumen.; on (B)(6) 2015: final pathologic diagnosis: a uterus, cervix, total laparoscopic hysterectomy: cervix: squamous metaplasia. Uterus: weakly proliferative endometrium, small intramural leiomyoma. Gross description: the uterus is serially sectioned to reveal a metallic spiral device within the myometrium measuring 3.4 cm in length and diameters of 0.1 to 0.2 cm located in the right posterior aspect, 0.3 cm from the serosal surface and 0.1 cm from the endometrial cavity. The remaining myometrium is ta pink and trabeculated and measures up to 2.0 cm. Ultrasound pelvis - on (B)(6) 2014: uterus: echogenic linear area right myometrium ¿ possible essure. Impression: normal uterus and eml. Echogenic linear area noted in right myometrium upper uterus/fundal. Normal right adnexa. Batch number: 20210350. Man date: 2009/09. Exp date: 2012/09. Batch number: 654832. Man date: 2009/07. Exp date: 2012/07. Batch number: 654842. Manufacture date: 2009-07. Expiration date: 2012-07. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received new event migration was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure/migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian perforation (fallopian, tube(s))"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure (batch no. 20210350, 654832,654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included unintended pregnancy, preterm labor and diarrhea. Concurrent conditions included bloating. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. The patient was treated with surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and tubal ligation). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device and weight increased outcome was unknown and the depression and anxiety had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, depression, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: the essure device was first threaded into the left ostium. After deployment, four coils were noted. The essure device was then threaded into the right ostium. After deployment right coils were noted. She had the need for additional surgery. Tubal ligation done on in 2011 hgt: 64 'inch wgt: 69.6,kg diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Batch number: 20210350 man date: 2009/09 exp date: 2012/09. Batch number: 654832 man date: 2009/07 exp date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: medical record received : lot number (654842) was added. Concomitant & historical conditions were added. Product, patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure/migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian perforation (fallopian, tube(s))'), device dislocation ('migration') and pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 20210350, 654832,654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included unintended pregnancy, preterm labor, diarrhea, abdominal pain (abdominal pain other site ¿ suprapubic region which never stops), episiotomy, constipation, breast lump ((left sided painful with no drainage x 2 months).), urinary hesitancy, breast tenderness, pruritus breast, multigravida and parity 3. Concurrent conditions included bloating. Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (elavil), bupropion hydrochloride (wellbutrin), buspirone, duloxetine hydrochloride (cymbalta), escitalopram, escitalopram oxalate (lexapro), gabapentin (gabapentine), naproxen, oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy"). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("lost from 105 to 79 lbs"). The patient was treated with surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed), surgical removal of coil(s) and total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and surgical removal of coil(s) and total hysterectomy (uterus and cervix removed), tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic pain, pregnancy with contraceptive device, weight increased and weight decreased outcome was unknown and the depression and anxiety had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: the essure device was first threaded into the left ostium. After deployment, four coils were noted. The essure device was then threaded into the right ostium. After deployment right coils were noted. She had the need for additional surgery. Tubal ligation done on in 2011 hgt: 64 'inch wgt: 69.6,kg date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: final pathologic diagnosis: a. Medical device, essure insert, left side, removal: medical device (essure insert). Gross only. B. Left fallopian tube, removal: completely transected segment of fallopian tube. C. Right fallopian tube, removal: completely transected segment: of fallopian tube. Gross description: a. The specimen is designated ¿essure side gross only¿ and consists of one thin metal wire measuring 8.5 cm in length with an average diameter of 0.1 cm. B. The specimen is designated "left fallopian tube" and consists of two tubular portions of tan-pink firm tissue measuring 1.0 cm in length with an average diameter of 0.6 cm and the second measuring 1.9 cm in length with an average diameter of 0.8 cm. Cut sections reveal a patent lumen. C. The specimen is designated "right fallopian tube¿ and consists of one portion of tubular pale to pink firm tissue measuring 1.6 cm in length with and average diameter of 1.0 cm. Cut sections reveal a patient lumen.; on (B)(6) 2015: final pathologic diagnosis: a uterus, cervix, total laparoscopic hysterectomy: cervix: squamous metaplasia. Uterus: weakly proliferative endometrium, small intramural leiomyoma.gross description: the uterus is serially sectioned to reveal a metallic spiral device within the myometrium measuring 3.4 cm in length and diameters of 0.1 to 0.2 cm located in the right posterior aspect, 0.3 cm from the serosal surface and 0.1 cm from the endometrial cavity. The remaining myometrium is ta pink and trabeculated and measures up to 2.0 cm. Ultrasound pelvis - on (B)(6) 2014: uterus: echogenic linear area right myometrium ¿ possible essure. Impression: normal uterus and eml. Echogenic linear area noted in right myometrium upper uterus/fundal. Normal right adnexa. Batch number: 20210350 man date: 2009/09 exp date: 2012/09. Batch number: 654832 man date: 2009/07 exp date: 2012/07. Batch number: 654842 manufacture date: 2009-07 expiration date: 2012-07. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, pregnancy. Lot number: 20210350 manufacturing date: 2009-09 expiration date: 2012-09. Lot number: 654832 manufacturing date: 2009-07 expiration date: 2012-07. Lot number: 654842 manufacturing date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure/migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian perforation (fallopian, tube(s))') and pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 20210350, 654832,654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included unintended pregnancy, preterm labor, diarrhea, abdominal pain (abdominal pain other site ¿ suprapubic region which never stops), episiotomy, constipation, breast lump ((left sided painful with no drainage x 2 months).), urinary hesitancy, breast tenderness, pruritus breast, multigravida and parity 3. Concurrent conditions included bloating. Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (elavil), bupropion hydrochloride (wellbutrin), buspirone, duloxetine hydrochloride (cymbalta), escitalopram, escitalopram oxalate (lexapro), gabapentin (gabapentine), naproxen, oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy"). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. On an unknown date, the patient was found to have weight decreased ("lost from 105 to 79 lbs"). The patient was treated with surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed), surgical removal of coil(s) and total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and surgical removal of coil(s) and total hysterectomy (uterus and cervix removed), tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, weight increased and weight decreased outcome was unknown and the depression and anxiety had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, depression, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: the essure device was first threaded into the left ostium. After deployment, four coils were noted. The essure device was then threaded into the right ostium. After deployment right coils were noted. She had the need for additional surgery. Tubal ligation done on in 2011 hgt: 64 'inch, wgt: 69.6,kg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: final pathologic diagnosis: a. Medical device, essure insert, left side, removal: medical device (essure insert). Gross only. B. Left fallopian tube, removal: completely transected segment of fallopian tube. C. Right fallopian tube, removal: completely transected segment: of fallopian tube. Gross description: a. The specimen is designated ¿essure side gross only¿ and consists of one thin metal wire measuring 8.5 cm in length with an average diameter of 0.1 cm. B. The specimen is designated "left fallopian tube" and consists of two tubular portions of tan-pink firm tissue measuring 1.0 cm in length with an average diameter of 0.6 cm and the second measuring 1.9 cm in length with an average diameter of 0.8 cm. Cut sections reveal a patent lumen. C. The specimen is designated "right fallopian tube¿ and consists of one portion of tubular pale to pink firm tissue measuring 1.6 cm in length with and average diameter of 1.0 cm. Cut sections reveal a patient lumen.; on (B)(6) 2015: final pathologic diagnosis: a uterus, cervix, total laparoscopic hysterectomy: cervix: squamous metaplasia. Uterus: weakly proliferative endometrium, small intramural leiomyoma.gross description: the uterus is serially sectioned to reveal a metallic spiral device within the myometrium measuring 3.4 cm in length and diameters of 0.1 to 0.2 cm located in the right posterior aspect, 0.3 cm from the serosal surface and 0.1 cm from the endometrial cavity. The remaining myometrium is ta pink and trabeculated and measures up to 2.0 cm. Ultrasound pelvis - on (B)(6) 2014: uterus: echogenic linear area right myometrium ¿ possible essure. Impression: normal uterus and eml. Echogenic linear area noted in right myometrium upper uterus/fundal. Normal right adnexa. Batch number: 20210350 man date: 2009/09 exp date: 2012/09. Batch number: 654832 man date: 2009/07 exp date: 2012/07. Batch number: 654842 manufacture date: 2009-07 expiration date: 2012-07. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event 'weight decreased' added. Event of pregnancy downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.